Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The device and/or applicable photographs/video were not returned to edwards lifesciences for evaluation. Therefore, engineering was unable to confirm the complaint for ¿sheath shaft - resistance with delivery system, bc¿. However, a review of manufacturing mitigation supported that the esheath has proper inspections in place to detect issues related to the reported event, and a review of the device history record (DHR) and lot history did not reveal any indication that a manufacturing non-conformance would have contributed to the event. The instructions for use (IFU) and training manuals were reviewed for guidance involving esheath and delivery system usage and no deficiencies were identified. Although, there is no information in the event description that indicates that any procedural factors contributed to the event, past complaints have suggested that procedural factors such as improper flushing / wetting of the devices and incomplete advancement of the loader, could contribute to resistance observed. Additionally, per training materials, push force can vary due to angle of insertion, vessel diameter and tortuosity. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr sheath is 5.5 mm. The patient¿s access vessel mld was reported to measure 5.2 mm with moderate calcification and no tortuosity. In this case, the cause of the reported femoral artery stenosis is unknown. However, the smaller than recommended access vessel mld with moderate calcification could make the access path narrow which can ultimately impact the expansion of sheath when delivery system is inserted. As such, it is possible that patient/procedural factors may have contributed to the reported peripheral vascular injury. Because the device and/or applicable photographs/video were not returned, the complaint of sheath resistance with the delivery system was unable to be confirmed and no manufacturing non-conformities were able to be identified. Based on the available information it appears that patient/procedural factors likely caused the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the september 2017 control limits for the applicable trend category. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a femoral artery stenosis was observed upon removal of a 14 fr esheath and percutaneous transluminal angioplasty (pta) was performed. The tavr procedure was performed via a puncture obtained near the femoral head on the right femoral artery. Following that, the access site was pre-closed with a proglide closure device. Upon insertion of a commander delivery system (ds), the physician ¿felt hard to advance it¿. The procedure was completed as usual without any issue except the resistance of a ds insertion. Angiography was performed with approximately 10 cm of an esheath left in the body. It revealed stenosis in the area from the eia bifurcation to the femoral head. A pta was performed for 5 mins x three times with 6 mm x 4 cm balloon. After performed a pta, flow improvement was confirmed by the cardiovascular surgeon and the procedure was completed. The access vessel minimum luminal diameter measured 5.2 mm with moderate calcification and no tortuosity.